Event description:
Event description guidant received information that at a routine follow-up, lead integrity testing showed out-of-range impedances. All other lead measurements were stable. The patient has not required any therapy since implant.